Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the suture had broke while the surgeon applied the tension to the suture following normal procedure. There was a delay of approximately fifteen minutes. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A ziptight ankle fixation system was returned for evaluation. Visual examination of the returned product identified the suture has broken. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.